Manufacturer narrative:
The device was not returned to olympus for evaluation and the investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been about 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, the reported event (distal cover detachment) was likely caused by the following: 1. The cover was damaged by chemical attack from adhesion of chemicals such as an anti-fog agent. As a result, the cover easily came off the scope. 2. Attachment of the cover to the scope was insufficient. As a result, the cover easily came off the scope. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual: chapter 4 - 4.1 - detection. Operation manual chapter 3 - 3.5 - preventive measures. This supplemental report includes a correction to h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope distal end cover dropped out. The issue was observed during a therapeutic procedure. There were no reports of patient or user harm associated with this event.